Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy xd drug-eluting stent was selected for use. However, while loading on the wire, outside of the patient's body, it was noticed that a stent strut was sticking up off of the balloon. The procedure was completed with no patient complications reported.